Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, the pump was unable to be turned on. There was no impact to the customer's blood glucose level. Reportedly, the pump turned on and the customer was able to resume insulin delivery.